Event description:
It was reported that during a check, premature battery depletion was observed. The device remains implanted. The patient will continue to be closely monitored.

Event description:
New information received notes that the device was explanted and replaced with no complications. Patient was fine post-procedure.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be within the expected limits. The cause of the reported premature battery depletion could not be determined.

Manufacturer narrative:
(B)(4).